Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer noticed air bubbles on top of the reservoir. Her blood glucose level was 335 mg/dl. The customer's blood glucose level was increasing. The product will return. Nothing further to report.

Manufacturer narrative:
One opened/used reservoir was inspected and tested. The reservoir passed the inspection, no air bubble anomaly noted. The o-ring was also inspected for defects and none were noted.